Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phacoemulsification power was turning itself down to zero. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and the system operated as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company service representative attended the next surgery with the surgeon who experienced the reported event. The company service representative stated that it was possible the surgeon did not change the settings when he switched the tip form straight to angled. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).